Manufacturer narrative:
One portex® bivona® bivona® uncuffed neonatal tracheostomy tube was returned for investigation. Visual inspection showed that the device was marked on the connector with the number 194, and the device had a split on the flange eyelet. Functional testing found that the reported fault could be recreated. A review of the manufacturing history was created and there were no relevant findings. The complaint was confirmed. The most probably root causes were determined to be that the eyelet was damaged during use by coming into contact with a sharp edge, or the flange had a short shot or cut and it was not detected during the assembly process.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® flextend¿ tts¿ neonatal and pediatric tracheostomy tube supply line had water dripping out after the cuff was filled with water. It was observed that respirator displayed leakage and the patient's co2 values rose overnight. No permanent injury was reported. See MFR: 3012307300-2017-00783.

Manufacturer narrative:
One unused portex® bivona® flextend¿ tts¿ pediatric tracheostomy tube was returned for investigation. Visual inspection showed no damage to the device. Functional leak testing was performed and showed no leakage. A manufacturing review was performed and no discrepancies were found. No root cause was determined, and the complaint was not confirmed.

Manufacturer narrative:
Corrected data: event problem and evaluation codes, evaluation summary. One used and one unused portex® bivona® pediatric tracheostomy tube was returned for investigation. The device history record was reviewed for each device, and no relevant findings were detected. A visual inspection was performed and no damage could be detected on either device. One device was marked with four dots. Functional testing was performed on the device, and neither device showed any leakage. The cuffs of the devices were inflated with the appropriate amount of air and did not leak at any point. The complaint was not confirmed.